Event description:
It was reported that the mobile power unit (mpu) stopped working and was not turning on at all. The mpu would be replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.